Event description:
The pt required catheter replacement due to dislodgement of from the intrathecal space. During surgery, the suture around the original anchor was found to have untied. The catheter was replaced uneventfully. When the surgeon had tunneled the catheter to the pump pocket, he tried to disconnect the original catheter from the pump. Squeezing the black dots did not result in any loosening of the connector from the pump, and after a number of times resulted in the silicone sleeve around the connecting apparatus becoming completely dislodged from the metal connector inside. The connector was eventually disconnected from the pump with the use of some heavy artery clips. No injury to the pt was reported and he recovered without sequela.

Manufacturer narrative:
(B) (4). This report is being submitted late due to a delay by a MFR employee. Training is in place. The proximal segment 7.5 cm including the sc pump connector and strain relief sleeve to pin connector to distal 2.1 cm of the catheter were received. The pin connector was occluded with dried drug as received. Decontamination could not be obtained, so pin was discarded. The sc pump connector white material was twisted out of place prior to return for analysis. Installing pump connector onto dispensing tips during analysis created further damage. The alignment marks on the white material are twisted out of position as received. No anomaly was seen inside the pump connector cup.